Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion with in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The balloon was prepped per instructions for use (IFU). The 3.00x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion and inflated for pre-dilatation; however, during the first inflation to 12 atmospheres (atm) the balloon ruptured. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was continued with a non-abbott balloon followed by stent implantation. No additional information was provided.